Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one station was not displaying the patient list. The customer had rebooted the machine twice; however, the issue persists. Multiple users, including three nurses and one pharmacy technician, attempted to log in and experienced the same issue. No error messages or alert icons were displayed on the station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, the technical support specialist (tss) confirmed that the 3 silver-west device was not assigned to any area. The user logged into the server and added 3-silver under the area, after which they were able to access the patients. The tss dialed into the server and verified that station 3silver-west was assigned to area 3-silver. The tss then confirmed that it was not in a disconnected mode. The tss checked the data sync debug log and confirmed that the station had successfully uploaded data with no variation. The system functioned as intended after technical support specialist investigated and customer resolved the issue.